Event description:
Additional information received reported that the patient had been listed for an ¿exploration of his implantable neurostimulator (ins)¿ and was awaiting a date for surgery.

Event description:
It was reported that there was low impedance, less than 50 ohms, and out of range readings were identified on electrode pairs 11 and 13, 11 and 14, and 13 and 14. It was noted that there were also telemetry and interrogation issues. It was reported that immediately post-operatively, stimulation was in the left leg and covered the area of pain. Approximately three weeks post-operatively, the patient started to experience shocks and jolts and stimulation could only be perceived in the right leg despite extensive reprogramming. It was noted that the patient denied any falls, accidents, or heavy lifting and described the shocks or jolts as random, intermittent, and not related to any particular movement or activity. It was reported that most of the times the shocks had occurred when the device was switched on, but the patient did report a couple of occasions where the jolts occurred when the device was switched off. It was noted that the patient complained at times that his patient programmer would not communicate with the device and the patient could either not turn the device off or could not adjust the amplitude. It was reported that when this occurred, no error code wa s displayed, the patient just got the failed communication screen. The patient was provided with an antenna and re-educated on repositioning the patient programmer over the device in case the problem was related to technique. It was noted that the ¿best settings¿ that originally produced paresthesia in the correct leg utilized electrodes 11, 12, and 13. It was reported that the patient could perceive stimulation when these electrodes were used, but needed high amplitude and it was ¿in the wrong leg.¿ it was noted that impedance measurements were repeated while the device was manipulated, and readings were identical. It was noted that the reporter wondered if the lead may have moved up or whether lead movement had caused some damage to the insulation. The patient was sent for an x-ray. Symptoms included pain and the patient losing balance when the shocks and jolts occurred in the patient¿s legs. It was noted that the patient suffered no injury or adverse event. Nine days later, it was reported that the x-ray showed no obvious abnormalities and the lead was positioned slightly more to the right side. It was noted that the patient was a ¿poor historian¿ and the healthcare provider and manufacturer representative ¿were not convinced that he had definitely felt the jolting when the device was turned off.¿ it was noted that the healthcare provider felt that the shocking was ¿more likely to be device related.¿ it was reported that extensive reprogramming around the lead was done in a troubleshooting session, and nearly all settings produced stimulation in the ¿incorrect¿ leg, except for one combination which produced some stimulation behind the left knee. It was noted that the patient was not receiving effective therapy because stimulation was in the wrong leg and the surgeon was considering a revision.

Manufacturer narrative:
Concomitant products: product ID 39286-65, lot# 0206831022, implanted: (B)(6) 2013, product type lead; product ID 97740, serial# (B)(4), product type. (B)(4).